Event description:
It was reported that the patient is complaining of pain and a pulling sensation in her neck, she states she is not able to sleep and patient continues with 5-10 seizures a month. The physician would like to discuss removing her nerve stimulator. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Patient reported she has been coughing and a lead pulling in her neck. This correlated with device being increased at last appointment.